Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Tubing lot requested however not provided. Requested initials, date of birth, diagnosis.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the patient called the nurse to the room because the IV pump was leaking upon investigation, the nurse discovered that the IV tubing had become disconnected inside the channel during basic infusion the tubing became disconnected at the first blue site distal to the spiked 500cc bag of d51/2 the wrapping was not able to be located for the lot number." An incomplete date of event of (B)(6) 2019 was provided."

Event description:
It was later reported by the rn that stated : "d5 ½, was programmed at kvo rate at 10/hr. And had been ordered to be running with pca since (B)(6) 2019". The customer was unsure how long the set was in use as per policy likely the tubing was 4-7 days. "A new bag of fluids hung at time of event, the patient had been in hospital for quite some time, the set was loaded properly, no different than any other load¿. There was no patient harm per customer, event occurred medical/surgical unit.